Manufacturer narrative:
(B)(4). Date initial report sent: (B)(4) 2011.

Event description:
According to the reporter: the customer reports that the balloon exploded during the test before utilization when inflated with 23cc of air. The device was not used in the procedure. Another device was used.